Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. The customer's mother states that the pump is missing pieces and believes those missing pieces to be the source of the motor issues. Troubleshooting was initiated for the motor error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.